Manufacturer narrative:
The customer did not return the product for evaluation. Therefore, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she visited the hospital as she was experiencing symptoms of hyperglycemia. The customer stated that she performed blood glucose testing on her contour next link meter and hospital's meter. The reading on her contour next link meter was 40 mg/dl higher compared to that obtained on the hospital's meter. Both readings were obtained within 10 minutes. No specific readings were obtained. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.